Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 94 closed samples and 6 opened samples with the needle detached from the thread. We have analyzed 32 closed samples. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the 32 closed samples received and the results does not fulfill the requirements of the european pharmacopoeia (ep) regarding the minimum: 0.32 kgf in average and 0.01 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, there are no incidences related to this issue and the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the units sent as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn quick suture. The client reported that the needle detached from the thread before use. Patient was not affected.